Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in canada. B2: outcome of the alleged injury is unknown. No additional information was provided by the consumer. Device was returned for investigation and melt damage was observed during visual inspection. Investigation determined consumer allegation of consumer report of "almost caught fire" and "smoke." Clinical assessment conservatively determined alleged injury to be a serious injury. Reassessment based on FDA feedback. Because the consumer description of the injury was limited and follow-up attempts did not provide enough detail to rule out the potential for serious injury, the event was re-assessed conservatively to ensure appropriate FDA reporting. This case is reassessed as serious injury and becomes reportable out of caution.

Event description:
A consumer reported that a philips one powered toothbrush almost caught fire while charging, produced smoke, and burned a hand. Device was returned for investigation. During visual inspection, melt damage was observed on usb-c charge port of device. Investigation determined consumer allegation of consumer report of "almost caught fire" and "smoke." It is unknown if the consumer sought and/or received treatment for the alleged burn on the hand. No additional information about the alleged injury was provided by the consumer. Clinical assessment was unable to determine that the device caused or contributed to the consumer's allegation of "burned a hand."